Event description:
Sc syringe needle did not retract after giving an injection. Another vanish point syringe from the same nursing unit within one week did not retract and resulted in a needle stick to the nurse.